Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by the customer that the syringe volume mismatches with the available volume. This was reported to bd representatives during their site visit. There was no information on patient involvement.

Event description:
It was reported by the customer that the syringe volume mismatches with the available volume. This was reported to bd representatives during their site visit. There was no information on patient involvement.

Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. Additional information: manufacturer narrative. Investigation summary: the reported syringe volume mismatch issue was not able to be confirmed since no devices were returned. No devices were returned for investigation; however facility observed a discrepancy in syringe measurement. It was observed that ampicillin was administered using approved 10 ml syringes, but inconsistencies were noted between the labeled and actual volumes. Additionally, ikp data revealed two instances where incorrect syringe types were used for drug administration rather than for flushes. Per the alaris syringe module 8110 technical service manual, incorrect syringe size detection or improper plunger engagement may lead to inaccurate volume delivery. Ensure the syringe is properly loaded and compatible with the system. Use of non-specified syringes may result in improper instrument operation or inaccurate fluid delivery. Refer to the dfu for a list of compatible syringes force sensor and linear position sensor calibration should be verified if volume discrepancies are observed. Calibration procedures are outlined in the maintenance software. Root cause: the root cause for the reported issue, where the syringe volume mismatches with the available volume displayed on the device, was observed during a site visit; however, it could not be determined due to insufficient information and the absence of returned devices for investigation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.